Manufacturer narrative:
Investigation underway.

Event description:
It was reported by service report that the head end of the cot is lower than the foot end. There was patient involvement, however, no adverse consequences are reported.